Manufacturer narrative:
Yang, s., hampton, t., kandasamy, n., hart, j., ashmore, j., walsh, d. C., . . . Booth, t. C. (2017). Outcome study of the pipeline embolization device for treatment of intracranial aneurysms at a single UK institution. British journal of neurosurgery, 1-7. Doi:1 0.1080/02688697.2017.1354121 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01037. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient stroke and neurological deficits after pipeline implantation. The purpose of this article was to provide insight into clinical and radiographic outcomes of patients undergoing endovascular treatment with flow-diverting stents. The authors retrospectively analyzed the records of 29 patients who underwent placement of 32 pipeline embolization devices (ped) in the treatment of intracranial aneurysms. The mean age was 52 years; 23 patients were women. The article notes the following periprocedural (in-hospital) adverse events: - one patient (male) underwent ped placement to treat a mid-basilar artery. Hours after the procedure, the patient had bilateral small infarctions in the pontine tegmentum, which caused right-sided hemiparesis, dysarthria, and ataxia (mrs 4). The patient was administered glycoprotein iib/iiia receptor inhibitor (abciximab 10 mg IV) and discharged for further rehabilitation 16 days later with only minor dysarthria (mrs 1). The authors considered this a major adverse event. - one patient (female) underwent ped treatment of a 16 mm aneurysm in the anterior circulation. After the procedure on the same day, the patient developed diplopia with an ipsilateral sixth cranial nerve palsy. The patient was discharged home after 2 days and the ophthalmological follow-up a month later showed improvement in diplopia (mrs 2). The authors considered this a major adverse event. - one patient (female) underwent ped treatment of a 15 mm aneurysm in the anterior circulation. The patient had pre-treatment clinical features of headache and diplopia caused by a sixth cranial nerve palsy, which were exacerbated for 3 days after successful ped placement. The headache resolved, the diplopia improved. The patient was discharged home 7 days after the procedure. At discharge and at 3 months ophthalmological follow-up, the patient¿s mrs score was 1. The article notes the following clinical outcomes between discharge and one-year follow-up: - one patient experienced new onset of short-term memory impairment. The patient had undergone ped treatment of a 20 mm left ica terminal segment aneurysm (raymond scale 3). At 3 months after the procedure, the aneurysm increased in size to 28 mm and caused mass effect with clinical features of short-term memory impairment (mrs 2). Clopidogrel was discontinued and the symptoms improved (mrs 1). The follow-up mra 1 month later showed a decrease in the overall size of the partially-thrombosed aneurysm with no change in the size of the residual sac. New onset seizures developed 3 years after ped treatment and the residual sac was coiled. However, following the retreatment, the patient continued to experience seizures.